Event description:
It was reported the patient was in the hospital with atrial fibrillation (af) with rapid ventricular response. The device appeared to be undersensing af. The atrial sensitivity was reprogrammed and the device immediately started sensing af and mode switched appropriately. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.